Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. D4: batch # unknown.

Manufacturer narrative:
(B)(4). Date sent: 01/13/2021. D4: batch # u5ak9v. H6: component code = mechanical (g04). Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and with an off-center cut. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year is known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a prolapse, the stapler failed to provide a full circular stapling line. To best explain where the stapling failed, if one looks at a clock, failure occurred on 2 o clock and 11 o clock. The surgery was delayed by 5-minutes. The doctor had to suture the cutting line where the staple did not staple. The procedure was successfully completed with no patient consequences.